Event description:
The user received erroneous ise results for eight patient samples. The sodium results for six of these samples were considered discrepant. All results are in mmol per l. Sample 1 initial result was 130, repeat result was 137. Sample 2 initial result was 130, repeat result was 137. Sample 3 initial result was 134, repeat result was 142. Sample 4 initial result was 133, repeat result was 140. Sample 5 initial result was 132, repeat result was 138. Sample 6 initial result was 124, repeat result was 130. The initial results were reported. The user confirmed there were no treatments given based on any of the results which were reported.

Manufacturer narrative:
The field service representative found the pinch valve cap and closer was missing from j20 and that the indirect calibrator bottle was contaminated. He replaced these items, calibrated and ran qc to verify the analyzer performance. The user stated they had forgotten to put the cap for the valve back on after changing the tubing set for routine maintenance. Calibration, qc, and precision checks were run to verify analyzer performance.